Event description:
According to the reporter: a piece of the black insulation came off the endograsp during a lap nissens procedure. The surgeon was able to retrieve it from the patient. No patient injury.